Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, three attempts were made to deploy the valve. During the first two attempts at deployment, the valve dislodged out of the annulus and was recaptured. The valve was released the third time in the target zone, with adequate implant depth reported. Immediately following the release of the valve the blood pressure dropped and transesophageal echocardiogram (tee) confirmed pericardial effusion and tamponade. A pericardial drain was inserted and after angiogram confirmed that the coronary arteries were patent the patient was taken to the ICU with a normally functioning valve. It was reported that 1.5 hours post implant the patient expired. The physician reported the patient death was likely caused by the left ventricle perforation with a non-medtronic guidewire due to the need to re-cross the valve during the implant attempts.